Event description:
Adverse event(s): "there was a 20 minute delay in surgery" (surgical procedure, delayed). Product problem(s): "system message displayed during surgery" (device displays error message). The nurse reported a system message displayed during surgery. The laser probe sensing rings were white and were not recognizing any of the laser probes. The surgeon did not want to reboot the system. The system was switched out and the case was completed. There was a 20 minute delay in surgery. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system was unable to duplicate the problem reported. Preventive maintenance was performed. The footswitch was replaced and will be sent for in-house eval. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).